Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support (cts) decided to replace the pump and informed the customer that they would receive a new pump with updated software. The customer acknowledged the need to follow specific instructions for the replacement process, including using a return box for the faulty pump, and confirmed understanding of the steps required upon receiving the new pump.